Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The activated clotting time first fell below 200 before the catheter was inserted.

Event description:
It was reported that during a pulsed field ablation procedure; the activated clotting time (act) was unstable. The act fluctuated between exceeding 300 seconds and dropping to the 200 second range. An anti-coagulant was administered without resolution. The case was aborted not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID pscic101 (lot: b000465701); product type: 0627-cables and accessories product ID psg100 (serial: unknown); product type: 3294-generator product ID 10fcc13 (B)(6); product type: 0629-flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non medtronic product product type: electrophysiology (ep) catheter; non medtronic product product type: sheath; non medtronic product product type: sheath; non medtronic product product type: sheath; non medtronic product product type: sheath non medtronic product product type: sheath; non medtronic product product type: transeptal needle;non medtronic product product type: monitor: non medtronic product product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.